Event description:
The patient was revised because of osteolysis, poly wear and loosening of the femoral stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. It would not be unreasonable to find poly material wear after the length of time reported as implanted. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. No additional information was obtained. The investigation has determined both product codes provided / revised are now obsolete. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.